Event description:
Customer reported pt was on versed at 6mg/hr and fentanyl at 25mcg/hr (2.5 ml). Boluses of versed and fentanyl were given to sedate the pt before going to radiology for an emergency ultrasound. In radiology, a bolus of fentanyl was given at 11:30, and again at 11:50, 25mcg each time. Upon returning to ICU about 12:00, nurse noted that the fentanyl infusion was now running at 250mcg/hr. Nurse measured how much fentanyl was left in the bag (32ml) plus approx 30cc waste and tube priming, therefore, approximately 37ml or 370mcg of fentanyl had been given to the pt from time of admission at approx 10:30am. Nurse believes that either the pump malfunctioned after giving the bolus and reverted to that rate, or while giving the bolus staff accidently changed the primary rate to 25ml, which would have been at 11:50am for the second bolus, as they remember checking the rate after the first bolus. Pt awakened from sedation and became agitated again a short while after sedation stopped. The facility performed an internal investigation and indicated that the device will not be returned for analysis. The investigation results concluded that the pump did not malfunction and the root cause for the reported over infusion was due to a user programming error. The serial number was not identified; therefore, a device history record review could not be performed.

Manufacturer narrative:
(B)(4).